Event description:
Customer reportedly obtained results of 350 mg/dl, 200 mg/dl, and 130 mg/dl on the same device within 10 minutes. No adverse event reported. No action was taken based on device results. No quality controls were used. Requested return of suspect device and replacement was sent.